Event description:
The user facility reported a patient was on impella 5.5 support for non-st segment elevation myocardial infarction. During support, the patient went into atrial fibrillation. It was also noted that anticoagulant was off due to bleeding. The bleeding slowed. However, heparin was also off. The patient was also septic and vasopressor was off. The patient was on subcutaneous heparin rather than intravenous infusion. There was a concern about whether the pocket had a hematoma or if the pocket was the patients body habitus, but the site soft. The impella 5.5 was successfully weaned and explanted. The patient outcome is survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, ¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿